Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unrecognized "short in system" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress and troubleshooting testing without duplicating the customer's report. The smart pneumatic module board, o2 valve, and flow screens were replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.